Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
One ultraflex tracheobronchial stent was returned for evaluation. A visual examination of the returned device found that the distal end of the stent was partially deployed by 20mm. No issues were noted with the profile of the catheter shaft. The profile of the crochet stitches from the point of release from the stent had no issues. The deployment suture was entangled around the shaft of the returned device. During product analysis, the deployment suture was untangled from the shaft and was inserted over a 0.038 guidewire. It was possible to retract the deployment suture and fully deploy the stent without resistance or bending of the shaft. Device analysis determined that the condition of the returned device was consistent with the complaint incident. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the labeled indications. This device is intended for treating tracheobronchial strictures produced by malignant neoplasms; however, this device was used to treat a lung transplant anastomosis. Therefore, the most probable root cause classification is user error. A review of the device history record (DHR) confirmed that the device met all material, assembly, and performance specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00747 and #3005099803-2015-00764 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex tracheobronchial stents were used during a bronchoscopy with stent placement for bronchial stenosis procedure in the right bronchus intermedius performed on (B)(6) 2015. According to the complainant, the stents were being used to aide in a lung transplant anastomosis in the right bronchus intermedius. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician advanced an ultraflex partially covered tracheobronchial stent (the subject of MFR. Report #3005099803-2015-00747) into the right bronchus intermedius and started to release the stent; however, the release suture got stuck and the stent would not fully deploy. The physician removed the partially deployed stent from the patient. The physician then attempted to implant an ultraflex uncovered tracheobronchial stent (the subject of MFR. Report #3005099803-2015-0076) into the right bronchus intermedius. The physician started to release the stent; however, the stent catheter bowed and got stuck in the patient's trachea when the deployment suture was pulled. The partially deployed stent was removed from the patient and the physician noted that the delivery system "was in a j shape." The physician noted a small, shallow cut in the patient's airway in the right lung. According to the physician, the delivery system of the stent caused the laceration and no intervention, treatment or medication was required for the laceration. The procedure was not completed and another bronchoscopy with stent placement procedure was scheduled for (B)(6) 2015.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report #3005099803-2015-00747 and #3005099803-2015-00764 for the other associated device information. It was reported to boston scientific corporation on (B)(6) 2015 that two ultraflex tracheobronchial stents were used during a bronchoscopy with stent placement for bronchial stenosis procedure in the right bronchus intermedius performed on (B)(6) 2015. According to the complainant, the stents were being used to aide in a lung transplant anastomosis in the right bronchus intermedius. Reportedly, the patient anatomy was not tortuous. During the procedure, the physician advanced an ultraflex partially covered tracheobronchial stent (the subject of MFR. Report #3005099803-2015-00747) into the right bronchus intermedius and started to release the stent; however, the release suture got stuck and the stent would not fully deploy. The physician removed the partially deployed stent from the patient. The physician then attempted to implant an ultraflex uncovered tracheobronchial stent (the subject of MFR. Report #3005099803-2015-0076) into the right bronchus intermedius. The physician started to release the stent; however, the stent catheter bowed and got stuck in the patient¿s trachea when the deployment suture was pulled. The partially deployed stent was removed from the patient and the physician noted that the delivery system ¿was in a j shape¿. The physician noted a small, shallow cut in the patient¿s airway in the right lung. According to the physician, the delivery system of the stent caused the laceration and no intervention, treatment or medication was required for the laceration. The procedure was not completed and another bronchoscopy with stent placement procedure was scheduled for (B)(6) 2015.